Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was replaced because the patient could not get it to take a charge and they could not help her to get it to charge. The patient said since implant, it was always difficult to charge. The patient said it was a nightmare, it took a long time, and it was confusing. No further complications were reported.